Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer stated that he changed out the infusion set and he primed the tubing. Customer stated that when he went to fill the cannula, the pump started counting up. Customer was changing out the infusion set when he got a max fill alarm that he cannot clear at this time. Customer's blood glucose level was 220 mg/dl. Customer was advised to change out the entire infusion set. Customer was told that it was possible that the pump was frozen which is why he was not able to clear the alarm. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump passed displacement, rewind and basic occlusion tests. No unexpected max delivery alarm noted. The insulin pump has cracked case at display window corner and cracked reservoir tube lip.